Event description:
(B)(6) clinical study. Same patient as MDR ID#: 2134265-2012-02868, 2134265-2012-02869 it was reported that during a coronary artery stenting treatment procedure, it was found distal to the placement of the stent there continued to be some narrowing, haziness with concern for possible threatened closure and suboptimal results. In (B)(6) 2011, the subject presented with shortness of breath, chest pain, nausea and subjective fever. The 1st lesion being treated was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct placement of a 2.75x16mm taxus liberte stent, with 0 % residual stenosis. The 2nd lesion being treated was located in the proximal lad with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct placement of a 2.75x16mm taxus liberte stent, with 0 % residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with onset of severe pressure-type chest discomfort and was hospitalized. EKG revealed acute st-elevation anterior myocardial infarction. The proximal lad had 100% in-stent restenosis and was treated with pre-dilation and placement of two 2.75x24mm veriflex bare metal stents with 0% residual stenosis. However, just distal to the placement of the stent there continued to be some narrowing, haziness with concern for possible threatened closure and suboptimal results. This was treated with the placement of a 2.75x12mm veriflex bare metal stent with good final results and 0% residual stenosis. In addition, the occluded diagonal branch was treated with balloon angioplasty. The event was considered recovering/resolving at the time of reporting.

Manufacturer narrative:
(B)(4). Device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(4). Same patient as MDR ID#: 2134265-2012-02868, 2134265-2012-02869. It was reported that during a coronary artery stenting treatment procedure, it was found distal to the placement of the stent there continued to be some narrowing, haziness with concern for possible threatened closure and suboptimal results. In (B)(6) 2011, the subject presented with shortness of breath, chest pain, nausea and subjective fever. The 1st lesion being treated was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct placement of a 2.75x16mm taxus liberte stent, with 0 % residual stenosis. The 2nd lesion being treated was located in the proximal lad with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct placement of a 2.75x16mm taxus liberte stent, with 0 % residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with onset of severe pressure-type chest discomfort and was hospitalized. EKG revealed acute st-elevation anterior myocardial infarction. The proximal lad had 100% in-stent restenosis and was treated with pre-dilation and placement of two 2.75x24mm veriflex bare metal stents with 0% residual stenosis. However, just distal to the placement of the stent there continued to be some narrowing, haziness with concern for possible threatened closure and suboptimal results. This was treated with the placement of a 2.75x12mm veriflex bare metal stent with good final results and 0% residual stenosis. In addition, the occluded diagonal branch was treated with balloon angioplasty. The event was considered recovering/resolving at the time of reporting.

Manufacturer narrative:
Correction: upn corrected from unk208 to h7493893512270. (B)(4).